Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result, while testing at the doctors an hour and a half later produced a positive result. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter: "customer states that she has taken the bd veritor at home test and received a negative result. Customer went the doctor the same day and received a positive result." "Customer states that her doctor appointment was an hour and a half after the bd test was taken. Customer states that she has tested her daughter with the 2nd test in the kit. Daughter has same symptoms and received negative results."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received a negative result¿ via the bd veritor at home covid-19 test (material # 256094), batch number 1350347. ¿customer went the doctor the same day and received a positive result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result, while testing at the doctors an hour and a half later produced a positive result. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customer states that she has taken the bd veritor at home test and received a negative result. Customer went the doctor the same day and received a positive result." "Customer states that her doctor appointment was an hour and a half after the bd test was taken. Customer states that she has tested her daughter with the 2nd test in the kit. Daughter has same symptoms and received negative results."